Event description:
A report was received that the patient was experiencing pain at the midline incision site due to the wires or anchors being superficial. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the anchors were adjusted because they were pressing on the spine causing discomfort. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the midline incision site due to the wires or anchors being superficial. The patient will undergo a revision procedure.